Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor tip (p/n: 920010027) which was attached with a dedicated holder was broken during the tha surgery on (B)(6) 2019 when striking it with a hummer for implanting a liner. The liner was placed successfully, and the surgery was completed. It was unknown whether there was a surgical delay or not and there was no harm to the patient. It was confirmed that there were no broken fragments in the patient body. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. Corrected: h3 and h6. Product complaint # (B)(4). Investigation summary: examination of the device confirmed the failure mode as reported. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.